Manufacturer narrative:
(B)(4).

Event description:
Additional information provided by a nurse, who reported that the cartridge cracked when advancing the iol through. The iol was not advanced out of the cartridge and into the eye. An enlarged incision was made.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The iol product history records were reviewed and documentation indicates the product met release criteria. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A purchasing agent reported an iol that got stuck in the cartridge. The customer had the issue with the cartridge. The issue did not occur prior to the iol touching the eye. Additional information has been requested.

Manufacturer narrative:
This supplement is being filed to correct the value to adverse event and product problem. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The non-qualified associated lens was returned. Solution was dried on the lens. One haptic is bent in the gusset area. The distal tip has a light scratch. The customer indicated the use of an unspecified handpiece. The customer indicated the use of two viscoelastics, only one is qualified for this lens with the qualified cartridge combination. The root cause of the reported complaint of iol stuck in cartridge may be related to a failure to follow the direction for use. A non-qualified lens/cartridge combination was used. The use of non-qualified combinations may result in delivery issues and/or damage. (B)(4).